Event description:
It was reported that the patient experienced a shocking/jolting sensation periodically when the device was turned on. There was an impedance issue on a non-active electrode 14 measuring greater than 20 ,000 ohms. There were no patient symptoms/injuries related to this event. If additional information is received, a supplemental report will be submitted.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. Impedances over 10,000 ohms were seen on all pairs with electrode 13. There was no surgical intervention. Reprogramming was attempted on (B)(6) 2012 and (B)(6) 2012 but the tenderness and shocking sensation at the ins site continued. On (B)(6) 2012 the patient was given a topical analgesic with partial improvement of her symptoms. It was noted that the patient did not require hospitalization as a result of the event.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).